Event description:
The core sumex drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device w/o any procedure delay. No adverse event was associated with the device.